Manufacturer narrative:
The product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy. There were no pt effects. The product was discarded.